Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the capsule failed to attach to the patient's esophagus during an esophageal procedure. There was no harm to the patient. A repeat procedure was performed. No intervention was required. There was nothing unusual about patient or procedure. An endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. The site has been performing bravo procedures for over 5 years. Lubricant jelly was used on capsule.